Event description:
The customer reported a leak, which appeared to be diluent, from the coulter lh 780 hematology analyzer. The customer indicated that less than 2 ml of fluid leaked and was not contained within the instrument. The customer was unable to locate the source of the leak. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and face shield at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a cut differential sample line from the mix chamber to t-fitting leading into the flow cell. The fse replaced the sample line to resolve the leak. The fse also performed a preventative maintenance on the entire differential module. Repair was verified per established procedures and results met published specifications. Failure mode of the event is attributed to a cut differential sample line from the mix chamber to t-fitting leading into the flow cell. Beckman coulter internal identifier for this report is (B)(4).